Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the inaccuracy reported by the customer was unable to be confirmed. No fault found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -9.65%. There was no reported adverse event.

Manufacturer narrative:
, Corrected data: event occurred during testing with no patient involvement.

Event description:
Event occurred while testing. No patient involvement.